Manufacturer narrative:
Device passed displacement test and self test. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly. No reset alarm noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was fail to the self test. Customer confirmed that motor sound is normal during rewind and prime. Customer confirmed that she didn't manually clear settings. No further details given. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.